Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 31jul2019 and an investigation was conducted on 13nov2019. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure ¿material twisted/bent" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
During vein harvest, clinician noticed wire became dislodged from hemopro 2 jaws. Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed wire became dislodged fromhemopro 2 jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
During vein harvest, clinician noticed wire became dislodged from hemopro 2 jaws. Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed wire became dislodged from hemopro 2 jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.